Manufacturer narrative:
Concomitant medical products: model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, the lead triggered alerts for high/undefined pacing, high/undefined rv coil, high/undefined superior vena cava (svc) impedance measurements and a lead fracture was confirmed which resulted in the patient receiving inappropriate therapy. Reprogramming was performed. The physician called back to report the patient was possibly experiencing diaphragmatic stimulation. The lead currently remains in use. No further patient complications have been reported as a result of this event.